Event description:
It was reported that this unknown device was explanted due to erosion was imminent. This is all the information received, and additional information has been requested. Additional information was received and advised the erosion was closed and there was no infection. The device was explanted and replaced successfully with no patient complications reported. The explanted device was disposed of and will not return for analysis. Outside of the revision, no adverse patient effects were reported.